Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units ECG monitor input is not working. There was no patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) couldn't able to duplicate the problem and the fse had performed the full calibration and functional checks has been performed as per the factory's calibration procedures. The unit was returned to the customer and cleared for the clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units ECG monitor input is not working.